Manufacturer narrative:
Additional information: the customer reported that there was no other harm noted, patient was switched to argatroban and no bleeding events. Product is not available for return. The patient was alive at explant. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was returned for evaluation. Ppae (thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced heparin induced thrombocytopenia. Argatroban was given instead of heparin.